Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history records was not possible as the lot numbers are unknown. Based on the information received, the cause of death was due to an aortic dissection from the non-coronary cusp. The cause of the dissection remains unknown.

Event description:
Related manufacturing ref: 3005334138-2018-00114, 2030404-2018-00033, 2030404-2018-00034. Following a post right ventricular outflow tract (rvot) ablation procedure, the patient expired. During an rvot ablation procedure, two ablation catheters were used due to difficulty reaching the second ablation site. Mapping of the rvot and ao was performed with ablation only done in the rvot. The procedure was completed with no complications and the patient was discharged home. The patient contacted the hospital with pain between her shoulder blades and later expired. The cause of death was due to an aortic dissection from the non-coronary cusp.